Manufacturer narrative:
(B)(4) follow up submission will be completed post investigation or if additional information becomes available.

Event description:
(Firing mode) ¿d¿ was pressed outside of the breast. When ¿a¿ was pressed in the breast there was still a throw. Spoke with reporter via telephone and she states "the needle extended beyond the depth it is intended." Sample was obtained. Patient developed a small pneumothorax . No additional medical intervention required, resolved within one week without further complication. Three (3) needles were used that day, unsure of which one was used in this instance, all three will be returned. Additional information: (B)(6) female with small body habitus had right breast biopsy under ultrasound guidance. Coaxial and device were checked for compatibility prior to procedure, thus used during procedure. Same day chest x-ray was performed to confirm pneumothorax.

Manufacturer narrative:
(B)(4). Our quality engineers received three samples from an unknown lot number for evaluation. During functional analysis of the samples, the engineer identified the device had a delay in deployment while in the automatic mode. Additionally, when the a button was depressed the inner stylet released instead of the stylet and cutting cannula sequence as it should have. Lastly, the engineer conducted an internal review of the reported lots history files confirming procedural and functional requirements needed for the product to be released were met. Even though reported failure was confirmed, a root cause could not be determined through this investigation. Therefore no immediate corrective action will be employed. The failure mode will be entered into the complaint management system and will be tracked / trended for any additional similar failure modes. Customer complaint trends are evaluated on a monthly basis during our quality team meeting. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.